Event description:
It was reported the device caused the attached warmer to alarm. No patient injury reported.

Manufacturer narrative:
Other, other text: one (1) sample was returned for inspection. The sample was visually inspected; no damage or workmanship defects were detected. Functional testing was performed: leakage was not observed in the unit and no alarms was activated. Based on the analysis conducted, the complaint is not confirmed. Root cause cannot be determined since the complaint was not confirmed. No action taken since the complaint was not confirmed. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review. Lot number is known.